Event description:
The pt was bilaterally implanted with smooth gels on 9/25/86. Subsequently, it was noted that the pt had developed auto-immune type symptoms. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.